Event description:
It was reported that the atrial lead had dislodged in (B)(6) 2013. Av synchrony was lost as a result and the patient experienced mild pacemaker syndrome. The lead was explanted and replaced on (B)(6) 2014.